Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was quit working after exposed to moisture. Customer stated that the insulin pump had vibrating and red light was flashing. Customer reported that insulin pump had crack in battery compartment. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The device p-cap / test reservoir locks in place properly. The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump passed the displacement test, active current measurement. However. Pump error 75 alarmed during self test and confirmed in history file, problem isolated to electronic assembly electrical board 1. The insulin pump was cut open and moisture damage found on the keypad connector on electrical board 1, connector internal battery, power connector, flex cable, motor and force sensor during visual inspection. The insulin pump was received with a cracked case (battery tube) and cracked battery tube threads. No keypad anomaly noted. Device passed keypad voltage test. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.